Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen flow sensors were found to be contaminated with dust and dirt. The device's flow sensors were cleaned and the oxygen blending module flow elements were replaced to address the issue.

Event description:
The manufacturer received information alleging a device was alarming and had issues with oxygen delivery. The device was not in patient use.